Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device " was getting really hot and smoking." The device was being used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.